Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00369. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient was returned to the operating room on (B)(6) 2017 for a pump exchange. During the subcostal pump exchange procedure, the outflow graft bend relief was manually disengaged. The physician was not able to dissect the tissue around the bend relief, and re-engagement of the bend relief was not possible. It was reported that a full sternotomy was not an option, thus, felt material and gortex were used to wrap the connection. The patient was not symptomatic during the event and was reported as "doing fine". No additional information was provided.

Manufacturer narrative:
The reported event of a disengaged sealed outflow graft bend relief could not be confirmed as the product remains in use and no photos or x-rays of the disconnection were provided. The patient remains ongoing on vad support with the original sealed outflow graft and bend relief still implanted. No additional events have been reported following the pump exchange procedure at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.